Event description:
International customer reports that the device was delaminated upon opening the package. No adverse pt consequences were reported.

Manufacturer narrative:
Date sent to the FDA: 07/25/2008. - delamination - result: the actual device was returned for eval. The mesh was examined by stereomicroscope at 10-40x and identified as the prolene soft mesh component. The mesh and orc fabric were approx 10cmx15cm each. The shape suggested that the mesh was cut in half and only one half was returned. In the empty packaging and on the mesh was a fine white powder that was examined by ftir and determined to be pds by the ftir spectrum obtained. The orc component was a dark yellow or amber color, which was significantly darker than usually observed. Conclusion - no conclusion can be drawn. The fine particles of pds and deeper color of the orc were consistent in appearance with significant degradation, which strongly suggests re-sterilization of the product or compromised packaging. The condition of the unit when initially opened could not be determined as the outer packaging was not returned. A complete examination was not possible.